Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
There was one inside me...hard time removing- vagina [foreign body in reproductive tract]. Had the hardest time removing it - tampon [complication of device removal]. String must have been stuck inside the applicator instead of hanging out like it usually is [device physical property issue]. Case description: consumer reported via e-mail that string on tampon was stuck inside of applicator instead of hanging like usual, she had to manually remove tampon. No serious injury reported.

Manufacturer narrative:
An investigation is in progress for returned product received on april 25, 2022.

Event description:
There was one inside me...hard time removing- vagina [foreign body in reproductive tract] had the hardest time removing it - tampon [complication of device removal] string must have been stuck inside the applicator instead of hanging out like it usually is [device physical property issue] case narrative: consumer reported via e-mail that string on tampon was stuck inside of applicator instead of hanging like usual, she had to manually remove tampon. No serious injury reported.

Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.

Event description:
There was one inside me...hard time removing- vagina [foreign body in reproductive tract] had the hardest time removing it - tampon [complication of device removal] string must have been stuck inside the applicator instead of hanging out like it usually is [device physical property issue] probable manufacturing cause [manufacturing issue]. Case narrative: consumer reported via e-mail that string on tampon was stuck inside of applicator instead of hanging like usual, she had to manually remove tampon. No serious injury reported.